Event description:
The respironics dreamstation CPAP machine showed blackened disposable filter instead of the usual gray color when it was changed bi-weekly. Had been noticing increased sinus issues for a while like either clogged or constantly running, sneezing, and coughing making it more difficult to breath after use of the device. Also, hard to speak after using the device. Read online about recall and immediately stopped use of device. Yes, reported to doctor and philips. Having a lot of trouble sleeping, staying asleep, wake up gasping for air, loud snoring. Need this device replaced asap. Other symptoms from inability to sleep without the aid of the device such as increased anxiety, depression, fatigue, frustration, anger. Have contacted philips several times since initial reporting. FDA safety report ID # (B)(4).